Manufacturer narrative:
The root cause analysis of the reported complaint was inconclusive. The reported foreign material was most likely internal coating material from the device nozzle. The use of a non-qualified viscoelastic might increase the nozzle intraluminal friction during delivery creating the reported event; mechanical properties of non-qualified viscoelastics have not been validated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. No plunger damage observed. Viscoelastic is observed in the device. The nozzle was removed for further evaluation. Top coat dyes stain testing was acceptable for the presence of top coat. Missing coating is observed on the left side of the nozzle. It appears there was a particulate in the coating material or a flaw in the inner lumen. This anomaly most likely resulted in coating being extracted during delivery. The missing coating curves from the left to the front of the nozzle and down in a uniform strip. A video was provided of the delivery. No abnormalities were observed as the lens was advanced in the device. The observed material in the eye corresponds to the size and shape of the missing strip of coating on the returned nozzle. The material could not be found on the returned swab; however, the nozzle evaluation and video are consistent with the material being internal coating. A non-qualified viscoelastic was indicated. The reported foreign material was most likely internal coating material from the device nozzle. This was determined through testing of the returned product and evaluation of the video provided. The most probable cause is that there was particulate present or a flaw in the molded component which most likely resulted in coating being extracted during delivery. This is an atypical event for the device with no previous complaints of this nature. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure foreign material went into the patient's eye at the same time that the lens was inserted into the eye. The material was removed with no harm to the patient. The lens remains implanted.